Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in brazil. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, difficulties were found while inserting the first esheath being damaged the distal end. The esheath was exchanged with a new esheath. This second esheath was inserted with difficulties also and, high resistance was found while advancing the delivery system with crimped valve through the esheath. The entire kit was removed from the patient. A second 26mm sapien 3 ultra and commander were opened with a wired dry seal sheath. At this attempt, the 20mm sapien 3 ultra navigated without difficulty and the implant was successful. The patient did not suffer any injury from the event. Patient was intubated at the end of the procedure due to broncho aspiration and then transferred to the ICU. Patient remains stable. As per medical opinion, the root cause of the event may be related to the calcification of patient access vessels, although the artery had good diameter. As per the devices photos provided of the first kit used, it was found that the valve never arrived to exit the esheath, the esheath distal tip was split and the sheath shaft was punctured.

Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation correction to b5, d4 lot number, and h6 codes. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Images of the devices were provided, and the following was observed: the distal tip of the device was split. The sheath shaft was unexpanded. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of inability to introduce sheath and sheath distal tip split were confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training material s revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during procedure, difficulties were found while inserting the first esheath being damaged the distal end... As per medical opinion, the root cause of the event may be related to the calcification of patient access vessels, although the artery had good diameter.'' Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification can create added friction on the outer shaft, requiring a high push force to insert and navigate. Additionally, sharp calcified nodules could create small tears or weaken the sheath as it is inserted. As the operator encounters difficulty, they may use excessive manipulation which can exasperate the damage and lead to the reported distal tip split. As such, available information suggests that patient factors (calcification ) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra ) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in brazil. As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, difficulties were found while inserting the first esheath being damaged the distal end. A second 26mm sapien 3 ultra and commander were opened with a wired dry seal sheath. At this attempt, the 26mm sapien 3 ultra navigated without difficulty and the implant was successful. The patient did not experience any injury during the event. Patient was intubated at the end of the procedure due to broncho aspiration and then transferred to the ICU. The patient remained stable. As per medical opinion, the root cause of the event may be related to the calcification of patient access vessels, although the artery had good diameter. As per the devices photos provided of the devices, it was found that the first esheath used had the distal tip split.